Event description:
It was reported the right ventricular (rv) lead dislodged within 24 hours of implant. During the lead revision, there was blood or tissue found in the lead helix so the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.